Manufacturer narrative:
Per tandem user guide: do not use any other insulin with your system other than u-100 humalog or u-100 novolog. The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer went to the emergency room (ER) due to a blood glucose (bg) level of 650 mg/dl and numbness in legs. Reportedly, customer was using admelog for insulin therapy. Bg was addressed via intravenous insulin and saline. Reportedly, the customer left the ER 4-5 hours later with the issue resolved and no permanent damage. System check with tandem technical support confirmed the pump was functioning as intended.